Manufacturer narrative:
(B)(4). This report is for a break in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as patient did not wear a mask. The patient was not hospitalized for the event of peritonitis. On the same day as the event onset, the patient started treatment with unspecified intraperitoneal antibiotics for peritonitis. Antibiotic treatment remains ongoing. Dianeal therapy was ongoing as well. It was not reported if the patient was retrained on aseptic technique. At the time of this report, the patient is recovering. No additional information is available.